Manufacturer narrative:
H3: product analysis of part# 436120b, lot# ca20d226 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that before using the cage, it was found that it could not be expanded. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that pre-op diagnosis was l1 rupture fracture, procedure involved in the event was vertebral body replacement. The event occurred before the product was implanted so there were no problems to patient.